Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2006 due to cystocele, rectocele, pelvic pain and stress urinary incontinence with concurrent laparoscopy, bilateral salpingo-oophorectomy, lysis of adhesions, repair of rectocele and enterocele, colpopexy, paravaginal defect repair, anterior/posterior colporrhaphy and cystourethroscopy. It was also reported that following insertion the patient experienced pain, bleeding, drainage, dyspareunia, erosion, swelling and inflammation. Additionally, it was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, painful intercourse, chronic pain with sitting and standing, urinary retention, urinary leakage, urgency and frequency with urination and chronic abdominal cramping, difficulty bowel movements, mesh erosion, protrusion, pungent vaginal odor and discharge. It was further reported that following insertion the patient experienced chronic pelvic and vaginal area pain, along with chronic urinary and vaginal infections, pain and discomfort when walking, sitting and standing for a period of time, chronic weakness, nausea, frequent fevers, gums are extremely sensitive, physical pain and discomfort. The patient underwent mesh removal on (B)(6) 2010 and additional excision and release of adhesive band on (B)(6) 2011. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date at an undisclosed location and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.